Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed. The pump flow rate was tested and found to be not in specification and the air detector is loose. The cause was the expulsor and a loose air detector. Replaced the expulsor and glued the air detector with super glue. Functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that "volume delivery below the tolerance limit; air detector detached from socket". There was unknown patient involvement.